Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer, replaced the cuvette tubings of the rinse station and sample probes, and set the cuvettes properly. The cause of the event could not be determined. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable hba1c results from several patient samples tested on the cobas c513 analyzer commercial system. The following examples of discrepant results were provided: patient sample 1: the initial result was 16.2%. The repeat result was 5.8%. Patient sample 2: the initial result was 15.1%. The repeat result was 5.7%. The initial results did not match the patient's clinical and biochemical condition, prompting the rerun of the patients' samples.